Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 150 mg/dl.